Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 540 mg/dl. The customer's other blood glucose is 599 mg/dl. The customer was treated in the emergency room. The insulin pump will not be returned for analysis.